Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Tandem technical support assisted the customer in resetting the pump but was unable to troubleshoot further. No additional information was provided.